Event description:
It was reported that approximately 2 weeks following an afib ablation, the patient was re-admitted to the hospital with shoulder/back pain and shortness of breath. Shortly after re-admission, the patient expired from a documented esophageal fistula. It was unclear what medical intervention was administered. No other information has been provided.

Manufacturer narrative:
Bwi representative learned of this incident well after the fact. Concomitant products used during the procedure: carto xp system: model #: m-4700-01; serial #: (B)(4). Cool flow irrigation pump: model #: m-5491-02; serial #: (B)(4). Stockert rf generator: model #:m-5463-01; serial #: (B)(4). Soundstar 3d 10f-90 catheter (product discarded/ not returned for investigation): model #: m-5723-05; lot #.: unknown. Ez steer coronary sinus catheter (product discarded/ not returned for investigation): model #:d-1263-05-s; lot #.: unknown. (B)(4).

Manufacturer narrative:
Additional information was provided by the attending physician. The ablation approach was pv isolation. All 4 veins were isolated. There were no special incidents during the procedure. The patient did have a fever and shoulder pain after the procedure, but blood cultures were negative, the patient defervesced and the pain resolved. The patient did well after that and even returned to work and attended social events. He felt great being in sinus rhythm the patient was then readmitted on october 30th with fevers, chills and dyspnea, 26 days or almost 4 weeks after the ablation (not 2 weeks as initially reported). On review of the case it was felt that the most likely cause of the event was that some of the ablation lesions delivered on the posterior wall of the left atrium might have caused injury to the esophagus. The injury to the esophagus probably led to the atrial esophageal fistula. The patient was found to have severe anoxic brain injury; therefore, the fistula was not repaired. There was no post mortem done. Confirmed by the physician that there was no bwi product malfunction. Suspect medical device: ez steer thermocool navigational bidirectional catheter: model #: d-1292-02-s (initially reported as d-1292-05-s), lot # 15151961 (initially reported as unknown). Concomitant products: soundstar 3d 10f-90 catheter: model #: m-5723-05, lot #: 10036558 (initially reported as unknown). (B)(4).